Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer was hospitalized for high blood glucose. Date of hospitalization was (B)(6) 2014. The customer also reported that her blood glucose was increasing over the last few days. Customer stated her blood glucose rose to 600 mg/dl when she was hospitalized. The customer stated she treated with 6 units of insulin by injection. She also reported her blood glucose declining to 49 mg/dl when she was driving. She treated her low blood glucose with a glucose tablet. Troubleshooting found insulin was able to exit from the customer's insulin pump. It was also found the customer's basal rates and bolus wizard settings were incorrect. The customer was assisted with correcting her settings. The customer also reported a bent cannula on her infusion set. Customer's blood glucose was 461 mg/dl at the time of the call. She treated her blood glucose with a manual injection. No additional information provided.